Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx covered stent was to be used to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly the patient's anatomy was tight. According to the complainant, at the end of the stent placement procedure, angiography was performed and noticed that the stent moved out from the original location. The stent was removed with forceps. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). Results: a fully deployed wallflex biliary stent was received for analysis; the delivery system was not returned. Visual analysis of the returned device found that no issues noted with the device. The patient's anatomy was reported to be tight, which may have contributed to the issue with stent positioning. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Additionally, "stent migration" and "stent misplacement" are noted within the dfu as potential adverse events associated with the use of this device. Therefore, the most probable root cause is known inherent risk of device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx covered stent was to be used to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly the patient's anatomy was tight. According to the complainant, at the end of the stent placement procedure, angiography was performed and noticed that the stent moved out from the original location. The stent was removed with forceps. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event.